Event description:
It was reported that during a da vinci s prostatectomy procedure, a blade from the monopolar curved scissors instrument broke off and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left grip blade is fractured and the broken piece was returned with the instrument. The broken blade had fractured at the cross section of the cable crimp and the fracture plane is straight. The intact blade does not exhibit any damage at the tip but does present indentations around the midpoint and near the base. No other damage found.